Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Scheduled for right revision hip. Res mod 115 stem, 19+20 cone body replaced accolade 1 size 2 femoral stem.36 metal head removed in conjunction with 36 elevated rim ploy insert. Original acetabular cup remained in patient. Converted 36 elevated poly liner to mdm shell/liner with 28+4 biolox ceramic head. Metallosis could be evident based off incision exposure of hip joint tissue/bone and wear on femoral implant neck trunnion.

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and abnormal ion level involving a metal head that was mated with an accolade stem was reported. Wear/metallosis was confirmed via clinician review of the provided medical records. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: the device was returned for evaluation. Damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was observed on the articulating surface and taper of the head. The appearance of the debris is consistent with a corrosion product and material transfer from the stem/biological material. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: a revision surgery was performed for metallosis with bone and tissue loss. Significant bone loss was seen intraoperatively and trunnion corrosion with implant metal loss of the trunnion and neck were noted. Metal levels were cited but not provided in the medical record. Device or procedure related adverse event: revision surgery for trunnionosis root cause and confirmation: a revision surgery can be confirmed. Metallosis and bone loss can be confirmed. Trunnion wear was confirmed in the operative note. Increased metal levels cannot be confirmed. The root cause appeared to be trunnionosis via a corrosive mechanism between the tmzf stem and the lfit head. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: a revision surgery was performed for metallosis with bone and tissue loss. Significant bone loss was seen intraoperatively and trunnion corrosion with implant metal loss of the trunnion and neck were noted. Metal levels were cited but not provided in the medical record. Device or procedure related adverse event: revision surgery for trunnionosis root cause and confirmation: a revision surgery can be confirmed. Metallosis and bone loss can be confirmed. Trunnion wear was confirmed in the operative note. Increased metal levels cannot be confirmed. The root cause appeared to be trunnionosis via a corrosive mechanism between the tmzf stem and the lfit head. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Pt. Scheduled for right revision hip. Res mod 115 stem, 19+20 cone body replaced accolade 1 size 2 femoral stem.36 metal head removed in conjunction with 36 elevated rim ploy insert. Original acetabular cup remained in patient. Converted 36 elevated poly liner to mdm shell/liner with 28+4 biolox ceramic head. Metallosis could be evident based off incision exposure of hip joint tissue/bone and wear on femoral implant neck trunnion.